Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of supraventricular tachycardia signal. No intervention was done. There were no patient consequences.